Event description:
It was reported that a request was made for technical services (ts) to review data from recent episodes recorded by this implantable cardioverter defibrillator (ICD). Upon analysis, ts determined that this ICD delivered anti-tachycardia pacing (atp) during a ventricular arrhythmia episode, which resulted in rhythm acceleration and ventricular fibrillation (vf). A shock was subsequently delivered, successfully converting the arrhythmia. No additional adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
This product remains in service and has not been returned to boston scientific. As a result, laboratory analysis could not be conducted. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of rhythm acceleration was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, the known inherent risk of device investigation conclusion code was assigned.

Event description:
It was reported that a request was made for technical services (ts) to review data from recent episodes recorded by this implantable cardioverter defibrillator (ICD). Upon analysis, ts determined that this ICD delivered anti-tachycardia pacing (atp) during a ventricular arrhythmia episode, which resulted in rhythm acceleration and ventricular fibrillation (vf). A shock was subsequently delivered, successfully converting the arrhythmia. No additional adverse patient effects were reported. This ICD remains in service.